Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00327.

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, erosion, urine flow obstruction, pain, abdominal pain, scar tissue, loss of urinary control, pelvic pain, leakage, urine leaking into vagina, acute cystitis, escherichia coli infection (bacterial infection), pseudomonas, vaginal pain, fistula, weight loss, bladder defect, sepsis, hernia, infection, urinary tract infections, depression, chest pain, unspecified urethral damage, sleep disturbances, loss of appetite, loss of energy, adhesions, constipation, cystocele and enterocele (prolapse), diabetes, dyspareunia, vaginal and bladder infections, uterine prolapse, vaginal vault prolapse, anxiety, nausea, nonsurgical and additional surgical interventions.